Event description:
It was reported that during implant attempt, on five separate analyzer readings, the impedance was over 3000 ohms and were unable to get the lead to pace the atrium at a rate of 100 with 10 volts. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found no anomalies. Visual examination found that the lead is stretched and the inner tubing is kinked/buckled. Apparent explant damage.